Event description:
It was reported that an attempt was made to treat a lesion in the distal lad with the vision stent following a stent implantation in the left main. The vision crossed the implanted stent, but was unable to cross the distal lesion and was withdrawn. Upon inspection after removal from the patient, the stent was not observed on the balloon. Fluoroscopic examination located the separated stent in the left main. It was successfully retrieved with a snare device.